Event description:
Pt reported the infusion device does not properly display w1 cartridge low warning or e1 cartridge empty errors. Pt reported this has occurred with several insulin cartridges, and the infusion device "keeps going" and delivers air. The infusion device has displayed e4 occlusion errors. Pt has not experienced any physiological effects and did not require treatment from a health care professional or second party to address the issue. Pt performed add'l blood glucose tests to avoid problems. The alarm history was verified. There were no indications of a low or empty cartridge except on (B)(4) 2011, but this was not the last cartridge. The infusion device was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. It further info is obtained, it will be provided in the supplemental report.